Manufacturer narrative:
The device was returned for analysis. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a balloon pinhole leak was noted 10mm proximal of the proximal edge of the proximal markerband. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30-aug-2019. It was reported that balloon leak occurred. While prepping a 10.0 x40, 75cm gladiator elite balloon catheter for use in a fistulaplasty case, it was noticed that the balloon had a leak. The balloon was not used in the patient and the procedure was completed with a different device. No patient complications were reported and no harm was done to the patient. However, returned device analysis revealed a balloon pinhole.